Event description:
The patient fell in his home a week ago and hit his pump. Since that time, the pump was alarming erratically. Approximately four days later, the patient experienced withdrawal symptoms which included aches, tiredness, hot flashes, and sweating. The patient's managing physician was aware of the symptoms. Two days after that, the patient went to the hospital to have the pump interrogated and was told they found nothing wrong. The patient was at home. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)